Manufacturer narrative:
The united states (us) customer contacted the siemens remote services center (rsc) regarding the erroneously elevated carbon dioxide, concentrated (co2_c) results obtained on multiple patient samples on an atellica ch (B)(6) analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed calibration and quality control (qc) data which shows the co2_c performance was being impacted by the poor water quality. High qc recovery was controlled by frequent calibration, but results continued to rise as water quality deteriorated. After the water system was serviced, calibration and qc recovered within the customer¿s expected ranges. Hsc concluded the cause of the event was due to poor water quality. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained erroneously elevated carbon dioxide, concentrated (co2_c) results on multiple patient samples on an atellica ch (B)(6)analyzer. The erroneously elevated patient results were reported to the physician(s) and were not questioned. The same samples were reprocessed on an alternate atellica ch (B)(6) analyzer. The reprocessed results recovered lower and were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneously elevated carbon dioxide, concentrated (co2_c) patient results.